Event description:
It was reported that the caller noted that patient came in with a lead warning and had flipped lead to unipolar. Caller noted that impedance had been decreasing, impedance bipolar was lower than unipolar, and increased threshold in bipolar. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a possible fracture of the right atrial (ra) lead. The ra lead exhibited low impedance, no sensing in the bipolar setting and there was noise in the unipolar setting. This lead was capped and replaced.